Event description:
It was reported by a customer on (B)(6) 2011, the fiber aiming beam was rather dull. Per the customer, the fiber aiming beam was initially tested on the tongue depressor and the aiming beam appeared fine. Yet, when the procedure was conducted, the fiber failed. The activation sound came on when the foot pedal was depressed and the fiber stopped working.